Event description:
The physician had the child draped in prone position and fixated with the a1059 mayfield skull clamp for a craniotomy for a brain tumor resection. It was claimed that the rocker arm moved causing the child's head to move forward. The child's position was not changed. There was no injury involved but, it prolonged the surgery due to movement and the medtronic stealth couldn't be used because they had already registered it prior to removing the bone flap.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.